Manufacturer narrative:
A ge service representative performed an on site investigation. Connections on the power supply one, the power signal interface board, and the boards in the mainframe card rack were reseated. The power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system would freeze up and would not produce x-rays or progress beyond the warm up stage. No pt injury was reported.